Manufacturer narrative:
Continued from date of event: the abstract was published in 2019 and the exact date is unknown. Salcedo, j., pearlman, m., & barkin, j. (2019). Failure of withdrawal through the abdominal wall - a new percutaneous gastrostomy tube placement complication: a case series. The american journal of gastroenterology, 0, s1052. The investigation is ongoing. A follow up report will be sent upon completion of the investigation. (B)(4).

Event description:
Cook endoscopy was notified of this event involving a flow 20 pull® peg tube involving an unknown number of patients published in 2019. Please see below for relevant excerpts of this abstract. ¿. . .we hypothesize that this may be related to the short and blunt - shaped tip of the flow 20 pull® peg tube (cook medical®). Endoscopists other than the authors have reported difficulty withdrawing this peg tube through the abdominal wall (personal communication) (subject of report)." The abstract did not publish if a section of the device remained inside the patient's body. The abstract did not publish if the patient(s) required any additional procedures due to this occurrence. The abstract did not publish if the patient(s) experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from date of event: the abstract was published in 2019 and the exact date is unknown. Salcedo, j., pearlman, m., & barkin, j. (2019). Failure of withdrawal through the abdominal wall - a new percutaneous gastrostomy tube placement complication: a case series. The american journal of gastroenterology, 0, s1052. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states, "potential complications associated with placement and use of a percutaneous cutaneous gastrostomy (peg) tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilation, sigmoid intra-abdominal herniation and volvulus, persistent fistula following peg removal, gastric dilation, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg tube, tube dislodgement or migration, hemorrhage, and tumor metastasis. Additional complications include, but are not limited to: pneumoperitonuem, peristomal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage of deterioration of the peg tube." Prior to distribution, all percutaneuous endoscopic gastrostomy sets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook endoscopy was notified of this event involving a flow 20 pull® peg tube involving an unknown number of patients published in 2019. Please see below for relevant excerpts of this abstract. ¿. . .we hypothesize that this may be related to the short and blunt - shaped tip of the flow 20 pull® peg tube (cook medical®). Endoscopists other than the authors have reported difficulty withdrawing this peg tube through the abdominal wall (personal communication) (subject of report)." Additional information was received on 6 july 2020 from the user facility that states ". . .we see no clear indication of reported failure of any medical device." "After careful review, we were not able to determine patient harm or risk exposure to the findings. Each of the patients was clinically compromised, and the events that occurred were known complications. In addition, there were over 160+ of the same items utilized/implanted with on other patients without similar outcomes." The abstract did not publish if a section of the device remained inside the patient's body. The abstract did not publish if the patient(s) required any additional procedures due to this occurrence. The abstract did not publish if the patient(s) experienced any adverse effects due to this occurrence.